Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the occlusion alarms and resumed insulin. Customer¿s blood glucose level was 100 mg/dl.